Event description:
A peritoneal pt (pd) pt's caregiver called to request pick up of the cycler and supplies as the pt had passed away. Medical records have been requested.

Manufacturer narrative:
The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.